Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain, failed back surgery syndrome, and rsd/causalgia-complex regional pain syndrome. The patient's history included " a lot of scar tissue from back surgery in the 1980s". On (B)(6) 2016, the patient reported that the pump implant surgery took 4 hours to push through her scar tissue. The pump became infected almost immediately. Half of it was sticking out of her body; it was pushing itself out. It was removed right away. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.